Event description:
The customer reported that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board assembly (pcba) and the inspiratory module pcba. Device passed extended self testing.

Manufacturer narrative:
(B)(4).